Event description:
Patient had surgery 5 weeks prior to this incident. Post-op plevic fracture. The plate was put in. The physician states the patient was more active than he should have been. The patient was brought back in for surgery because the plate broke. Device given to patient.